Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 518 mg/dl. The customer's current blood glucose is 487 mg/dl. The customer had symptoms such as nausea and fatigue. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer was advised to call back for assistance if high readings persist.